Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
It was reported that the pt fell about a month or two ago and lost stimulation sensation. X-rays taken showed that the lead had been damaged and had "jack-knifed" out of the sacrum and no longer was in the proper place. The physician was concerned with the significance of the fall so he replaced the neurostimulator as well as the lead. Add'l info was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.